Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the lead data and determined that this lead was included in the recent advisory. A gradual rise was noted with instances of values reaching out of range, while the average shock impedance measurements remained in the 90s. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on the available information, we have determined that the clinical observations were a known inherent risk with use of this product. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the lead data and determined that this lead was included in the recent advisory. A gradual rise was noted with instances of values reaching out of range, while the average shock impedance measurements remained in the 90s. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.